Event description:
This is an ongoing issue related to dexcom g6 sensors and the app associated. Dexcom has repeatedly ignored complaints that the app is not alerting to blood glucose levels which are out of range and has responded with a "warning" that directly goes against their medical claims. The warning states that we may not receive alerts as users, though the medical claims of the product guarantee alerts. The lack of alerting has put me personally in harm's way by not alerting me of blood sugars at dangerously high or low levels. Customer care within dexcom is non-existent and I have been repeatedly pushed off. Diabetics rely on this technology to stay alive and dexcom is treating our experience only in terms of profitability. This is a disservice to the public they claim to do no harm towards, I am not (B)(4) science experiment. How many of us have to die for dexcom to fix the "profanity." FDA safety report ID# (B)(4).